Manufacturer narrative:
Calibration and qc were acceptable. The customer had no issues with any other patient samples. Based on the data provided, the malfunction is consistent with a pre-analytical handling issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). It was noted that the sample was jaundiced, lipemic and slightly hemolyzed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for phos2 phosphate (inorganic) ver.2 (phos2) on a cobas 4000 c (311) stand alone system. The initial result was 0.02 mmol/l with a data flag. This result was reported outside of the laboratory where it was questioned. The repeat result was 0.74 mmol/l. This result was believed to be correct. The phos2 reagent lot number was 455818. The expiration date was not provided.